Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. Thus the analysis is based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The inspection of the available trend curves showed a stable pacing impedance around approximately 750 ohms between (B)(6) 2016 and (B)(6) 2017 with a subsequent sharp increase up to 1300 ohms. Furthermore the provided iegms demonstrated noise on the rv and ff channel which led to shock delivery as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR. After an implantation period of approximately 88 months, oversensing with inappropriate shocks was reported. This lead was replaced, but not yet returned to biotronik.